Event description:
It was reported during device change out due to normal eri, externalized conductors were observed. No electrical anomalies were noted. Lead to be revised at a later date.

Manufacturer narrative:
Internal insulation abrasion was noted at 15.3-16.5cm from the extraction tool end. Externalized conductors due to internal insulation abrasion were noted at 6.6-11.0cm from the electrode tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.